Event description:
Rptr indicated that vns pt's generator was explanted due to infection. It was reported that the explanting neurosurgeon was considering leaving the lead in place with plans to reimplant another generator after the infection resolved.